Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not confirmed. During the evaluation of the device at the manufacturer's service center, the device failed a test step during testing. The device's muffler assembly was replaced to address the issue.